Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to a product performance anomaly. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this ra lead was surgically abandoned and replaced due to exhibiting low pace impedance measurements and undersensing. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to a product performance anomaly. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.